Event description:
It was reported that high lead impedance was observed on the svc-can and rv-svc vectors of the high voltage lead. The svc coil was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.